Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported an 80-year-old female patient presenting for acute myocardial infarction and cardiogenic shock. Following impella implant, an angiogram was performed and mild to moderate bilateral peripheral vascular disease was identified in the iliac arteries. A pulse check noted that no distal flow to the right leg was present. A fem-fem bypass was subsequently performed to treat the observed ischemia. The patient was stable following the intervention.